Manufacturer narrative:
The unit had an intermittent up arrow button response due to a corroded keypad. The unit had no button error alarm during testing. The unit passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. A test reservoir was installed and the reservoir stayed in place inside the reservoir tube properly. The unit had a partially broken reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4)

Event description:
The customer's mother called in to report a button error alarm, a dark circle on the display, that the cartridge kept going up and down, and a crack on the reservoir compartment. The customer's blood glucose level was 209 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.